Manufacturer narrative:
The devices under complaint were not returned for analysis. Therefore, this report refers to the inspection of the returned data as well as the quality documents associated with the manufacture of the lead and the pacemaker. The manufacturing processes for these devices were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. The returned data were thoroughly inspected. The data revealed a noticeable increase of the pacing threshold, which presumably resulted from a potential lead dislocation. This increase led to the clinical observation. Based on the data, the pacemaker functioned as expected. There is no indication of a pacemaker malfunction. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the pacemaker and the lead. Based on the data, the pacemaker functioned as expected. A dislocation of the lead may be taken into consideration. Should further relevant information become available, this report will be updated.

Event description:
Loss of capture was reported. The pacemaker was reprogrammed to higher threshold and unipolar pacing.